Event description:
It was reported that the patient was receiving ineffective stimulation from their drg system. Surgical intervention was undertaken on (B)(6) 2022, where the drg system was explanted.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.